Event description:
Reportedly used in popliteal which was 100% total occlusion and not prediliated. After deploying stent, the delivery system caught on the distel end of the stent review of cine showed dissection of popliteal artery and a contorted stent with proximal end only 20% open. The surgeon tried twice to post dilate, but due to patient discomfort and dissection, he post dilated distal and proximal to stent with 5x40 balloon. Then placed another stent overlapped 5mm. Additionally, subsequent attempts to open the area with residual stenosis with a competitive stent provided no improvement of lumenal diameter. Note: lifestent used off label as its approved for use in the biliary tree.